Event description:
A report was received of an incident where the customer's pump administered an unnecessarily large bolus of insulin. The blood sugar level was checked, revealing a measurement of 108mg/dl, which is within normal range, and acetone level was 0.1. No additional information was available regarding the outcome of the event.